Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was not confirmed as valid after evaluating the device. The torque screw shows no defect. It was tested under pressure (20,40,60,80 lbs.) And did not come loose. It shows the correct values and does not spring back. The inspection of the skull clamp (sn: b)(6) shows it has minimal movement in its swivel lock assembly, and it needs to be cleaned inside. For the adjustment of the lock assembly new components, floating ratchet to adjust the lock, spring, bearing balls and the round head screw, need to be added to replace worn internal parts. After completing the repair, the unit must undergo a function test. Additionally, the unit was sent in mixed up: the ratchet extension, torque screw and the base must be marked. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The torque screw shows no defects and tested properly. There was minimal movement in the swivel lock, and it needed cleaning and replacement of worn parts. The probable root cause is routine use and wear. In addition, improper or suboptimal placement of the skull clamp can lead to slippage/movement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the rotary knob 80lbs torque screw of the mayfield modified skull clamp (a1059) loosened at the beginning of the operation after patient was under anesthesia but immediately upon placement of the mayfield. There was no patient injury, and they immediately changed the mayfield, so there was no increased surgery time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.